Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported an air detected in cassette alarm while in fill 4 of 4 with 688ml out of expected 200ml. During trouble shooting, the patient observed fluid inside the cassette door after removing the cassette to reset up with new supplies. Patient examined the cassette and did not see any rips/damage. The patient was advised to cancel treatment and to contact the peritoneal dialysis nurse. Follow up with the patient indicates that the patient did not experience any complications as a result of the fluid leak. Patient was already receiving antibiotics at the time of the fluid leak due to an unrelated spinal cord procedure. No treatments was reportedly missed. The liberty cycler set was discarded.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."